Manufacturer narrative:
Date rec¿d by MFR: 23aug2019. Date of report: 26aug2019. Although requested, the patient's information was not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/20/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator produced an alarm light emitting diode (led) failure error code. The customer reported that the ventilator was being used on a patient at the time that the issue was discovered, however, there was no patient harm.

Manufacturer narrative:
Date rec'd by MFR: 16aug2019. The customer confirmed that the reported problem did not recur, and the ventilator is functioning as intended. However, they were still looking to replace the power switch overlay. Multiple attempts were made to confirm the replacement but the customer could not be reached. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.